Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The black o-ring of the main connector is broken. The metal lock that goes into the main connector is detached due to the black o-ring breakage. The metal lock was not returned. The device was manufactured on 3/2018 which is 6 years old. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the she_2rstck_5.9,30,167cw_ mitek would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 corrected data: it was previously reported that the device potential root cause was traced to hard and continuous use of the device, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages in the o-ring, however, this cannot be conclusively determined. It was also reported that the there is no indication that a design or manufacturing issue has caused the reported complaint condition. These were determined to be incorrect. The root cause has been updated to end of life.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. The black o-ring of the main connector is broken. The metal lock that goes into the main connector is detached due to the black o-ring breakage. The overall complaint was confirmed as the observed condition of the she_2rstck_5.9,30,167cw_ mitek would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to hard and continuous use of the device, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages in the o-ring, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep that during a knee scope surgical procedure on (B)(6) 2024 the 4580 fms duo+ pump/shaver device rubber gasket on the sheath broke. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.